Event description:
It was reported that has had an increase in seizures despite continually feeling stimulation. The patient was encouraged to see the physician to a diagnostic test. Later when the patient visited the physician, error code 254 was observed with an "output current low" message also observed. Impedances and generator battery were both within normal limits. The physician suspects the increased seizure activity is related to the output error observed. Additional information was received reporting that increased seizures were observed much earlier than previously reported and when the device was checked at that time, low impedance and high output current were observed. Later the output was increased to continue with titration and the seizures subsided. No additional relevant information has been received to date. No surgical intervention has occurred to date.